Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead had dislodged six months after implant in 2011. On (B)(6) 2014, lead revision occurred and the lead was capped and replaced.